Manufacturer narrative:
The insulin pump powered up properly after battery installation. The unit was received with operating currents within specification. No off no power without a low battery indicator or battery out limit alarms noted. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No a17 alarms or unexpected restart error alarms noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The following physical damage was noted: cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The insulin pump was returned for analysis.